Event description:
Patient had intermittent symptoms of baclofen withdrawal. Patient had a baclofen pump contrast study which did not show a leak or break in the catheter system or a problem with the pump. It was reported that there was a "device malfunction - that is, the device did not do what it was supposed to do." (B)(4).

Event description:
Additional information: the health care provider (hcp) later reported that the patient high tone, dystonia, and discomfort. It was noted that the patient's symptoms were "on and off"; and had several days free of symptoms but then would return to high dystonia. The patient also had persistent elevated creatinine kinase. The hcp believed that the event may have been caused by the pump and/or catheter, "negative" studies were further noted. X-ray (B)(6) 2012 revealed no discontinuity, catheter dye study on (B)(6) 2012 revealed no leaks, kinks, or discontinuity and a pump rotor study revealed normal results on (B)(6) 2012. It was noted that following the replacement procedure the patient showed "much" improvement. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider suspected baclofen pump failure. A revision of intrathecal baclofen pump in entirety was done. The pump delivered lioresal.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n129564008 , implanted on: (B)(6) 2007, explanted on: (B)(6) 2012; catheter: model # 8578 sc, lot # n252344004 , implanted on: (B)(6) 2011, explanted on: unknown. (B)(4) - analysis of the pump revealed no anomaly found. Analysis of catheter (B)(4) no significant anomaly found catheter miscellaneous acceptable testing catheter incomplete/returned in segments analysis of catheter (B)(4) catheter sutureless connector (sc) coring- tears -cuts in seal meets leak non-conformance criteria and sc connector indent down in sc connector seal along with occlusion related complaint- meets occlusion non- conformance criteria.

Manufacturer narrative:
(B)(4).